Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) photo was provided by the reporting facility. Evaluation of the photo showed the tyvek side of the blister package and did not confirm the defect. Visual examination of the attached photo did not confirm the reported defect of leakage at the top of the filter. However, retain samples were functionally tested per specification. Samples were found unacceptable and the defect was confirmed via the retain samples. Retain samples for catalog 490293, lot 0061652904 were functionally tested per specification and were found acceptable. All available information regarding this occurrence has been forwarded to our material review broad (mrb) business unit leaders and all personnel involved in the manufacturing and inspection of this product in order to heighten awareness. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Multiple unsuccessful attempts were made to obtain a sample. One photo was provided by the facility. Evaluation of the photo showed the tyvek side of the blister package and did not confirm the defect. Visual examination of the attached photo did not confirm the reported defect of leakage at the top of the filter. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. In addition, review of the batch history records was also performed for the reported lot number and no non-conformances or deviations were noted during the manufacturing process or final inspections. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
(B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 2: the customer has been having issues with the y-type blood tubing leaking at the top of the fill chamber. No injuries were reported.